Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that on an unreported date, the patient was hospitalized for peritonitis treatment. The treatment was not unspecified. At the time of this report, the patient was not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.